Event description:
A complaint was received from a customer that indicated that when customer used excel off brand reagent strips customer's glucometer elite system gave vastly different results. Examples are 300 mg/dl and then an immediate re-test 89 mg/dl. While on the phone a review of the system was conducted. The customer was informed that bayer does not provide or support the use of an off brand reagent. Electronic checks of the system were done and were found satisfactory. The complaint is considered closed for purposes of MDR.